Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned as it exhibited pacing impedance low out of range due to suspected lead conductor fracture/insulation damage. Reportedly, the lead trends show some impedance spikes with values often below 200 ohms, which are low out of range. The rv lead was successfully replaced. No additional adverse patient effects.